Manufacturer narrative:
A packaging error may have been the cause of the event. Co could not verify the reported observation. The inspectors were counselled, and no further action is required.

Event description:
The package contained two is-1 port plugs instead of one is-1 and 1 dr-1 plug. The problem was seen before the implant, and they obtained another port plug from an accessory kit.